Event description:
In the evening, the pt tested blood glucose on suspect device and was 300 mg/dl. She took medications as normal and was found the next day at 3 p.m. By daughter unconscious. The daughter tested the pts blood glucose on suspect device while unconscious and was about 300 mg/dl. She fed mother orange juice and drove to ER. At ER, blood glucose was 70 mg/dl (lab).